Event description:
During a remote follow up, oversensing due to noise resulting in inappropriate automatic mode switching episodes were observed atrial lead. Insulation damage is suspected, although it has not been confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.